Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: asr unknown hip acetabular cup; asr unknown hip femoral head; unknown hip femoral stem; asr unknown hip femoral augment. Initial reporter occupation: non-healthcare professional.

Event description:
Asr litigation received. Litigation alleges implant failure and acetabular cup producing metallic debris resulting to loosened acetabulum, pain, difficulty walking, abnormal blood metal ion concentrations and injuries. Doi: (B)(6) 2006; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.